Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs plus system while a comparison lab returned as 3.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). No strips were returned.